Manufacturer narrative:
Evaluation summary: the hp054 hand piece was returned with a loose mount and the nose cone cracked. The device was tested with a generator and an error code 3 was noted. The hand piece was disassembled, and a torn acoustic isolator and evidence of moisture ingress were found in the instrument. Additionally, the device was received with the coating material of the housing flaking off. An investigation has been initiated to determine the root cause of this condition. Preliminary evaluation revealed that the loose particles on the surface are aluminum oxide from the base material after it has corroded from multiple sterilizations. No incident related to the reported event was observed during the batch record review. We have documented the circumstances as they were reported to us. In addition, complaint information is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during an unknown procedure, there was a damaged handpiece cable, and the handpiece was broken. The surgeon used another device to complete the procedure. No patient consequence reported.